Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the left rear of the frame is broken at the welds around where the wheel is.